Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no reported impact to the customer¿s blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.